Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. The introducer sheath, the main coil and the delivery wire were inspected. No damages were found. The twist lock was opened. Blood was observed inside the introducer sheath. The delivery wire and the main coil were not interlocked. The main coil was stretched and the interlocking arm was detached. Microscope inspection revealed that the interlocking arm of the main coil was detached.

Event description:
Reportable based on device analysis completed on 27jul2022. It was reported that the device could not be pushed. Vascular access was obtained via the internal iliac artery. A 15mmx40cm interlock-35 was selected for use. During the procedure, it was noted that the device was inserted and extended about 10cm from a non-boston scientific catheter tip. The interlock was retracted inside the catheter for repositioning and was advanced again; however, it could not be pushed, so it was removed outside the body. As per physician's comment, it seemed that thrombosis occurred in the angiographic catheter and device got stuck when interlock that came in contact with the blood again was retracted inside the angiographic catheter. Only the coil was removed and the procedure was completed with another of the same device. There were no patient complications reported. However, device investigations revealed that the interlocking arm was detached.